Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced due to corrosion on endoscope connector, e227 (scope communication error) occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscopes had scope communication error (error227). The event occurred during inspection for use. There were no reports of patient involvement.